Manufacturer narrative:
Correction: added that there was a gas loss generated. (B)(4). Complaint # (B)(4).

Event description:
It was reported by the customer that there was blood in the safety disc of the intra-aortic balloon (iab) pump. The iab catheter had a hole, which caused the leak onto the console. There was a "gas loss" alarm generated. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the customer that there was blood in the safety disc of the intra-aortic balloon (iab) pump. The iab catheter had a hole, which caused the leak onto the console. There was no reported injury to the patient.